Event description:
Received report of tubing separation which resulted in blood loss. Customer contact reported that blood was noticed on the pt's bed sheet during routine nurse rounds. Customer contact states "the IV tubing set came apart at the section where the white tubing connects to the green injectate port". The tubing was changed to resolve the problem. The pt blood loss was estimated to be approximately 70cc based on the bed linen blood stain. The pt had routine laboratory blood work scheduled and the results showed no decrease in the pt hemoglobin or hematocrit levels following the incident. There was no damage to the pt IV access site and no report of pt harm or injury. No additional info was available.